Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with a bend of less than 45 degrees was located in the moderately tortuous and severely calcified mid left anterior descending artery. Pre-dilatation was performed resulting to a 25% residual stenosis. A 3.00 x 32mm synergy xd drug-eluting stent was advanced; however, the device was unable to cross before the lesion due to resistance. The device was removed from the patient and it was observed that the stent strut was deformed. The procedure was completed with a different device. No patient complications were reported.